Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg became inoperable after not being charged for multiple months. As result, surgical intervention will occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had the device explanted and replaced to address the issue.